Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys c-peptide (cpep) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 0.067 ng/ml and repeated as 1.55 ng/ml. No adverse events were alleged to have occurred with the patient. The cpep reagent lot number was 24103700, with an expiration date of 31-dec-2018. Calibration signals were all slightly lower than expected. Quality controls were within range on the date of the event. Upon review of the alarm trace, multiple sample short alarms were observed on the day of the event. An abnormal sample probe movement and several sample short alarms occurred around the time of the first measurement of the sample.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.